Event description:
The provider states the unit has an error code. The provider asked if left brake code meant right and vice versa.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.